Event description:
Physician used an abre venous self-expanding stent during a procedure. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. It is reported the physician performing the procedure believes stent delivery systems internal string running from delivery wheel to distal internal sheath, which houses abre stent, some how was left behind following stent deployment and delivery system removal. Post-dilation was performed the left behind string was tangled up in the balloon and removed with the balloon. The procedure was completed successfully. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: one image was provided for analysis. The image is of what appears to be a balloon covered in biologics inside a bio hazard bag. It is unclear from the image provided if there is anything on the balloon. Product analysis: a device received in a bio hazard bag. A non-medtronic balloon was inside the bag. There appeared to be a string attached to the balloon. No abre device was returned for analysis. Device was decontaminated with a cidex opa solution and a tergazyme soak. The non medtronic balloon was covered in biologics. The balloon was inspected under magnification and the string that was attached to the balloon appeared to be coming from the balloon material. The string like material appears to be the balloon material detaching from the balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: post-dilation with non-medtronic balloon. Difficulties noted when removing balloon. No difficulty noted during deployment. Lock-pin removed prior to attempted deployment. No damage noted to handle. Stent was successfully deployed in target area. No difficulty when removing the delivery system. It was confirmed that there was no string or other components left in the patient. No damage noted on removal. No further injury reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.